Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. In addition the recipient has a mondini type ii malformation. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user reported no longer hearing as well with the device as before. The audiologist also noted a decrease in auditory performance. The user was not doing well at school and reportedly the hearing performance was worse. No trauma or accident was reported. Re-implantation was performed on (B)(6) 2019. As per the device explantation form, while palpating the in situ implant before explantation the surgeon was able to rotate the device slightly.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported no longer hearing as well with the device as before. The audiologist also noted a decrease in auditory performance. There is no report of trauma or accident. Re-implantation is considered.